Event description:
The operator of an advia centaur xp instrument was delayed from testing intact parathyroid hormone (ipth) on intraoperative patient samples from one patient. The instrument produced error messages during calibration and the operator performed troubleshooting on the instrument, preventing the presurgical and postsurgical ipth sample from being run within the laboratory's standard thirty minute timeframe. The physician(s) completed the surgery without the ipth results. There are no known reports of adverse health consequences due to the surgery being completed without the ipth results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, it was determined that the water reservoir was not filling properly. The operator manually filled the water reservoir and was then able to run the ipth samples. However, the physician(s) had completed the surgery before the results were provided due to the delay. A siemens customer service engineer (cse) was dispatched to the customer site to resolve the issue with the water reservoir. The cse replaced the reservoir optical sensors and rebooted the system, then confirmed that the water reservoir was filling properly. The cause of the delay in testing ipth samples was a malfunction of the reservoir optical sensors. The customer was using the advia centaur xp ipth assay for an intraoperative patient, which is off-label use. The advia centaur xp ipth instructions for use states the intended use: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur and advia centaur xp systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism and hypoparathyroidism." The cause of the customer using the advia centaur xp ipth assay for an intra-operative patient is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of this device is required.